Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference svn (B)(4) for related documentation.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with a glucagon shot and a b50 by paramedics. The customer was not admitted to the hospital. The customer stated that they are pregnant and had been receiving calibration errors, weak signals as well as erratic number readings from their sensor. The customer changed the sensor, but that only resolved the issue for a week before the customer started having the same issue again. The customer was transferred to be assisted with the issue. The product was not returned for analysis.